Manufacturer narrative:
D10 concomitant products: lxmj37l, maryland xp latch sealer/divider 37cm, (lot #30600260x) vlft10gen, vlft10gen ft series energy platformx1, (serial #(B)(6)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was brought back to the or emergently from recovery after experiencing a seizure and acute hypertension with tachycardia. Emergency exploratory laparotomy was performed where it was discovered that a short gastric artery was actively bleeding over 500ccs. The patient was given multiple units of blood during the roughly 60 minute reoperation. Achieved hemostasis using a large open clip applier. The patient was stabilized and sent to the surgical intensive care unit for continued treatment and observation. During the primary laparoscopic sleeve gastrectomy, the device seemed not to be sealing properly or was less effective. Bleeding was observed on some seals as the surgeon mobilized the stomach, but was controlled and resolved with additional ligasure seals. No clip applier was opened/used. Surgeon also applied adjunct hemostatic agent (10ml) close to the spleen to address some oozing and fibrin sealant (one vial, unknown volume) on the staple line (which was standard for this surgeon). Generator was functioning properly, was used in a case to follow with a lf5644 device without issue.